Event description:
On (B)(6) 2013, it was reported that the patient was admitted to the hospital on (B)(6) 2013 with hyperglycemia and diabetic ketoacidosis. The patient stated that the cannula of the infusion set was bent and that was the cause of the elevated blood glucose levels. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The used returned sample exhibits a single bend of the cannula. The used head set was visually tested and tests for flow and tightness were performed. The test results were within specifications. The manufacturer tests all products during production for leak and flow. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.